Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider via a manufacturer representative regarding a patient receiving unknown morphine via an implantable pump. It was reported that the patient came to the office for a refill. After interrogating the pump, the expected volume for aspiration was 5.9ml, but the doctor did not get any medication back and it was suspected that the pump was overdosing. The volume discrepancy was outside of the +/- 14.5% pump flow rate accuracy specification with 17.3% more drug delivered than expected. Some days before, on (B)(6) 2025, the patient was hospitalized in the emergency room with severe posterior headache, cerebrospinal fluid (csf) leaking, and spasms. The patient got a side port in the hospital without contrast and they were getting back good csf flow. At the pump refill, the doctor filled it with saline water to test, and all saline filled was able to be completely aspirated. The pump was filled with medication and the doctor asked the patient to come back to the office next week to check the reservoir. The issue was not resolved at the time of the report. Additional information was received from the manufacturer representative. It was reported that the doctor decided to check for any discrepancy in the pump volume every 10 days. So far, they had not observed any big discrepancies in the pump volume.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a healthcare provider. It was reported that the patient came into the hospital reporting that the pump was "dumping more morphine than it should". The hcp stated that the patient saw their pump provider yesterday but they were not able to troubleshoot at that time. The hcp wanted to know if the manufacturer could help troubleshoot the pump. The manufacturer's technical services specialist (tss) reviewed that a manufacturer representative could come out and read the pump but would be unable to perform any troubleshooting. The hcp stated that they contacted the patient's pump provider but have not yet heard from them.

Event description:
Additional information was received from a company representative stated that they wanted help calculating how much medication would have been expected to be dispensed with and without personal therapy manager (ptm) boluses over the last 8 days. Additional information was received from a healthcare provider (hcp) via company representative stated that the physician is observing the volume discrepancy issue no further information from the physician.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.